Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 18 months post xience v stent implantation in a restenosed metallic stent in a saphenous vein graft (svg) to the left anterior descending artery (lad), the patient experienced unstable angina and was found to have in-stent restenosis. No treatment was performed to the svg; however, percutaneous coronary intervention and brachytherapy were done to the native lad. There was no adverse patient sequela reported. On (B)(6) 2010, the patient was discharged. There was no additional information provided.